Manufacturer narrative:
Investigation: a terumo bct customer service representative checked out the machine at the customer site and was able to confirm the reported condition. The technician adjusted and aligned the IV pole release button and the machine was returned to service. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the IV pole goes down without pressing the release button. There was not a patient involved at the time of the IV pole falling, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Investigation: a terumo bct customer service representative checked out the machine at the customer site and was able to confirm the reported condition. The technician adjusted and aligned the IV pole release button and the machine was returned to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the IV pole goes down without pressing the release button. There was not a patient involved at the time of the IV pole falling, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a terumo bct customer service representative checked out the machine at the customer site and was able to confirm the reported condition. The technician adjusted and aligned the IV pole release button and the machine was returned to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Manufacturing was notified of this issue. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to a manufacturing issue.

Event description:
The customer reported that the IV pole goes down without pressing the release button. There was not a patient involved at the time of the IV pole falling, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.